Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Upon further investigation, fse found the survey results were using a different instrument by a different manufacturer. These results were not comparable. Next, fse inspected the system, calibrated tt3, and ran two levels of precision. All results were within specification. No further issues were noted. No further action was required by field service. The device was installed at the site on 08feb2018. A month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 08feb2018 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The tt3 st aia-pack package insert states the following: specimen collection and handling: serum is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. A venous blood sample is collected aseptically without additives (red top tube). Store at room temperature until a clot has formed (usually 15-45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25° c) and mix gently. All samples require pretreatment. Pretreated samples should be assayed within one hour after completion of the pretreatment procedure. The pretreated sample required for analysis is 100 microliters. The most probable cause of the reported event was due to operator error.

Event description:
The customer called to report that all tt3 survey samples for the wslh state proficiency testing failed. The survey samples were out of range high. The customer faxed the calibration data used to run the survey samples to technical support (ts) for review. Upon review, ts noted that the first calibrator was 20 points lower than the tosoh quality assurance (qa) lab and that the customer's quality controls (qc) from the month of (B)(6) were all running +2 standard deviations above the mean. Ts sent instructions to the customer to perform decontamination of the analyzer and instructed them to make up all new reagents. The customer e-mailed the recalibration of tt3 after performing the decontamination. The rates were still running low and qc was still +2 standard deviations above the mean. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.